Event description:
Reporter stated the patient experienced hyperglycemia, and he was unable to lower his blood glucose by delivering boluses and changing the battery and infusion set. He consulted his endocrinologist, and she determined the infusion device was not delivering a correct amount of insulin. He disconnected from the infusion device and started alternate therapy, and his blood glucose normalized. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within product specifications. The received adapter is contaminated. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.